Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to severe alval.

Manufacturer narrative:
Patient was revised due to severe alval examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update may 23, 2017: litigation received. Litigation alleges friction and wear between the cobalt-chromium metal head and metal liner caused large amounts of toxic metal ions to be released into patients blood and bone surrounding the implant. Patient also experienced inflammation ,pain and discomfort. Added the stem for the alleged released of metal ions and added also the complainant information. There are no medical records and laboratory values provided. This complaint was updated on: jun 1, 2017.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.    Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to severe alval update (B)(6) 2017: litigation received. Litigation alleges friction and wear between the cobalt-chromium metal head and metal liner caused large amounts of toxic metal ions to be released into patients blood and bone surrounding the implant. Patient also experienced inflammation ,pain and discomfort. Added the stem for the alleged released of metal ions and added also the complainant information. There are no medical records and laboratory values provided. This complaint was updated on: (B)(6) 2017. Update (B)(6), 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges adverse local tissue reaction and substantial pseudotumor(alval). After review of the medical records for the MDR reportability, patient was revised to address failed right total hip arthroplasty secondary to aseptic lymphocyte-dominated vasculitis-associated lesion with complete rupture of the adductor mechanism. Revision notes reported of a large amount of synovial fluid, complete metal staining and pseudotumor. Clinical notes reported of hip dislocation on (B)(6) 2016. Updated product code and lot number of stem. There is no laboratory result for the previously alleged toxic metal ions. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 12, 2017: pfs and medical records received. Pfs also alleges substantial pseudotumor. After review of the medical records for the MDR reportability, in addition to what was previously reported, patient was also revised due to complete rupture of the abductor mechanism. Revision notes reported a large amount of synovial fluid, complete metal staining, and pseudotumor. It was also reported that the proximal femur was completely devoid of soft tissues. Clinical notes stated the patient's hip dislocated on jul 24, 2016. Updated product code and lot number of stem. This complaint was updated on oct 10, 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. In addition to what was previously alleged, ppf states that the patient experienced abductor muscle injury before the first revision. Doi: (B)(6) 2011; dor: (B)(6) 2016; (right hip).